Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they had issues with the infusion set detaching. Customer's blood glucose level was 561 mg/dl. The customer bolused with the insulin pump and checked her ketones that were high. The customer was advised that the device would be replaced and agreed to return the product for analysis.